Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reports blurry intermediate and near vision. The patient had a yag laser procedure with no improvement and wears reading glasses most of the time. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have ben no other complaints reported in the lot number. Additional information was requested 01/22/2008, 01/24/2008 and 01/25/2008 by phone, mail and fax. Patient records were received 01/23/2008.